Event description:
According to the reporter, following an open left hemicolectomy procedure, the patient had a staple line leakage. The surgeon indicated that there were no firing concerns during the original procedure and that the staple line was complete. The patient was taken back to theatre due to the leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.